Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator indicating that the device failed the self-test. A good faith effort (gfe) determined that the paddles malfunctioned and were repaired by a third party. No further information associated with this complaint evaluation was provided. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem was due to the paddles malfunctioning. The root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The paddles were repaired by a third party to resolve the issue. The absence of further calls supports that the reported problem has not recurred and was resolved. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator failed the self-test. There was no reported patient involvement.